Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 19). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 19 - cause traced to user. The affected sample was not returned; therefore, a thorough investigation could not be conducted. Information provided with the complaint revealed that incorrect generator settings were used. A representative retention sample was reviewed with no anomalies to the device. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the device sparked when it was out of the patient. As per the physician's assistant, someone just set the generator too high, it sparked when it was out of the patient. The disposable is contaminated with blood. It was set to 22 vs 8-10. As per the clinical specialist, the correct generator settings are 8-10 watts, but 22 watts should not cause sparking. It unknown if the product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The affected sample was inspected upon receipt to confirm a burn hole in the area of the v-cutter. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 26, 2021. Upon further investigation of the reported event, the following information is new and/or changed: b3 (added date of event). B5 (updated describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received, indicates that the product was changed out.